Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-11-2017 with the following findings: the basal history and total daily dose (tdd) history appeared to be inaccurate due to a pump reboot on (B)(6) 2017 at 14:13. When the pump was powered back on, the time/date reset to default setting of 01-01-2007 00:00, then set to (B)(6) 2017 10:20 and deliveries resumed. On (B)(6) 2017 14:37 a replace cartridge alarm was recorded followed by a pump reboot at 14:58; deliveries resumed (B)(6) 2017 15:52. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. The original complaint could not be confirmed or duplicated. Unrelated, the display was discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas alleging that the patient experienced a blood glucose over 600 mg/dl with confusion and unspecified level of ketones associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital with insulin via injection, intravenous fluids and other treatment by their health care provider. During troubleshooting with customer technical support, it was noted that the total daily dose did not match with the active basal program. In the basal history, there was no record of a basal rate after 12 pm at a rate of .825 units. The patient stated that there was a .850 u that became active at 4 pm and the was no history of that rate becoming active. The patient stated that there were no issues with the infusion set or cartridge because she still had the inset and cannula and they were not found to be damaged. This complaint is being reported because the patient experienced a hyperglycemia event due to an alleged inaccurate delivery issue.